Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose up to 28 mmol/l with extreme thirst and excess urination related to air bubbles in the system. Troubleshooting of this issue indicated that there was no noted structural damage, and the cartridge filling technique appeared appropriate. This report is made based on the allegation that the patient experienced hyperglycemia related to air bubbles in the system.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. There were no defects found related to the air bubbles issue.